Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stop was confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation. Additionally, intermittent elevations of pump power were observed within the log file. The submitted log file revealed one pump stop that occurred while the patient was connected to the power module. No further pump stops or speed drops were recorded. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a low flow and low speed advisory alarm that lasted 20 seconds while rolling over in bed on (B)(6) 2019. The site suspects a short to shield condition. The patient has not had alarms previously or since (B)(6) 2019. Log file review showed pump stop and low speed operation on (B)(6) 2019 at 22:51. All things point to possible short to shield induced by the roll over in bed. Per the log file, there have been no events since. The alarm was not able to recreated when the patient was at the hospital. X-rays were taken and analyzed on (B)(6) 2019. The x-rays reportedly appeared unremarkable. The plan is to continue to monitor the patient as an outpatient and reevaluate for driveline repair if any more alarms occur. No further information was provided.